Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range that later on, went back to normal measurements. Technical services (ts) consumed this system is MRI conditional and noted noise signals. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the lead was explanted and replaced.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range that later on, went back to normal measurements. Technical services (ts) consumed this system is MRI conditional and noted noise signals. The lead remains in service. No adverse patient effects were reported.